Event description:
Hcp reports the pt presented to the emergency room with nausea, vomiting, jerkiness, and increased pain. In the emergency room they took a urine sample which tested positive for morphine. The pt was treated with oral morphine. No dye test or roller test performed because pt seemed to be doing fine. Hcp questioned the pump medication, however, he believes the episode should have happened earlier than it did if it was related to refill or new drug combination. Pt is reported as doing fine now with oral narcotics.

Event description:
Add'l info from the hcp reports the pt had a feeling of nervousness following a fall. Ana MRI was done that demonstrated a new herniation in the lumbar spine. There had been a prior test of both the catheter and the pump rotor that was reported as good device function. No device troubleshooting was performed. The pt was referred to a neurosurgeon.